Manufacturer narrative:
This report is submitted on may 25, 2021.

Event description:
Per the clinic, it was reported that the electrode has been extruded into the external ear canal. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Per the clinic, it was reported that open circuits were noted in all electrodes. This report is submitted on aug 05, 2021.